Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer (fse) had found that all the drawers were failing open, and the electronic drawer had no power or light. Upon further inspection, a damaged component was visually verified on the communication sled. The communication sled was replaced, and all drawers successfully auto recovered. The customer inventoried multiple drawers successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers were failed to recover. The user tried to recover the drawers, but the error message shown as required maintenance. Additionally, the user switched off the station, unplugged the power cord, waited a couple of minutes, then plugged the power cord back in and turned the station on, but still unable to recover the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.